Event description:
The physician placed the stent upside down by mistake in the pancreas duct. Migration to the pancreatic tail was confirmed at a later date. Retrieval with stent retriever and basket were performed, but because these retrieval devices could not catch the stent, retrieval failed. Stenosis in the pancreas duct, caused by edema of the pancreas duct, was observed. (Stimulation to the duct by retrieval devices have contributed to the edema).) The patient has not recovered yet.

Manufacturer narrative:
The actual lot number of the device involved in this complaint was not provided. As the lot number was not provided; it was therefore not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not available to be returned for evaluation; therefore, the customer could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer reported the following complaint issue - "the physician placed the stent upside down by mistake in the pancreas duct. Migration to the pancreatic tail was confirmed at a later date." It is most likely that the stent may have migrated due to the stent being placed the wrong way. However, as the conditions of device usage cannot be replicated, the root cause cannot be conclusively determined. Migration to the pancreatic tail was confirmed at a later date. Product management have also advised that stent migration is a known risk of biliopancreatic stenting procedures. According to the instructions for use, ifu18922-0410, the potential complications section of IFU states the following "those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, stent migration." The precaution section of ifu18922-0410 states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended." Gpds-5-3 devices are intended for single use only and are used to drain obstructed pancreatic ducts. Prior to distribution, geenen pancreatic stent devices are subjected to 100% inspection to ensure device integrity. As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the device manufacturing records for this device. The 2 year complaint history has been reviewed and the likelihood of this type of occurence is low. Quality engineering assessed the complaint using the health risk assessment (hra) scale for severity, occurrence and probability of injury and the risk has been determined to be moderate. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.